Event description:
At the time of device inspection, it was observed that the forceps elevator had foreign material. The nature of the material was not identified. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date is (B)(6) 2022. Upon inspection of the device, it was observed that the forceps elevator had foreign material. Other observations for the device are: due to a pinhole on a-rubber, water tightness is lost; distal end rubber coating (a-rubber) glue has a gap; a-rubber has a cut and insulation resistance value at distal end does not meet the standard value; connecting tube has a scratch and a wrinkle; forceps channel port and s-cylinder are shaved; grip, s-connector, and s-cover have a dent; s-cover, control unit, and universal cord have discoloration; switch 1 has a cut; switch box, control unit, universal cord, protector of universal cord on control section side, all have a scratch; universal cord has a dent and is deformed; distal end has a scratch; and wearing of angle wire leads to play of knobs being out of standard value and left bending angle being out of standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device is an olympus asset, a demo/stand-by unit. The customer to whom the device was provided last before the event, is trained by olympus field service staff and follows reprocessing steps as per training and instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g3 and h4. Correction to g3 of the initial medwatch. The aware date should be 1-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely IFU recommended reprocessing steps were not performed completely due to leak from the device. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.